Manufacturer narrative:
Evaluation conclusion: the customer indicated that they had performed an inspection of the unit and are not reporting an alleged malfunction of the device. According to the customer, the reported event is not associated with an alleged malfunction, but simply an event that involved the device.

Event description:
It was reported by the risk manager of the user facility that the patient was allegedly found by the ER nurse wedged between the side rail of the transport stretcher. The risk manager stated that allegedly the patient's torso was still on the stretcher, but the legs and feet of the patient were on the floor. The risk manger stated that the medical examiner allegedly determined that the patient died from position affixation. The risk manager stated that the hospital staff did not feel that this occurred due to any malfunction of the stretcher.

Event description:
It was reported by the risk manager of the user facility that the patient was allegedly found by the ER nurse wedged between the side rail of the transport stretcher. The risk manager stated that allegedly the patient's torso was still on the stretcher, but the legs and feet of the patient were on the floor. The risk manger stated that the medical examiner allegedly determined that the patient died from position affixation. The risk manager stated that the hospital staff did not feel that this occurred due to any malfunction of the stretcher.